Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer reported that some of her blood glucose readings were not being stored in the memory of the contour next one meter. The customer stated that the readings from (B)(6) 2018 to (B)(6) 2018 were not stored in the meter's memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.